Event description:
IV pump malfunctioned. Loud tone heard and pump stopped pumping. Pump reset by turning it off and restarting. Pump retained settings. Nurse performed a cassette test and it returned to pumping taking about 3 minutes. Pt's bp dropped during malfunction.